Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with mentor memorygel, 335 cc silicone breast implant experienced right-sided silent rupture postoperative. The report indicated that the implant was replaced. At the time of this report, mentor has received no information regarding explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.